Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reports to have a blank display screen. Customer reports that in the middle of the night, she noticed insulin pump screen was blank with a dark circle on screen. Customer changed batteries and screen returned. Customer was able to administer a bolus delivery. Customer reports that insulin pump shut off again. Customer also received a low battery alert and weak signal alarm. Customer's blood glucose was 217 mg/dl. During troubleshooting, it was found that insulin pump showed no signs of physical damage, insulin pump was not exposed to moisture; contacts on battery cap were not missing; battery compartment was not damaged or corroded. After troubleshooting, display screen returned. Customer was advised to monitor insulin pump and that battery cap would be replaced as a courtesy. No further information provided.